Event description:
Patient was revised to address disassociation of the metal liner from the cup. A hole had been worn through the cup. Metalosis was also found.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
Update - (B)(4) 2012 - litigation papers received. There is no new additional information that would affect the outcome of the investigation. Update - (B)(4) 2012 - medical records were received. The primary operative report indicated that small cracks were noted in the proximal femur after removal of the femoral trial; however, there was no further issue noted as a result of this. Records are available on external hard drive if needed for further review. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.